Event description:
It was reported that the patient presented for an implant procedure. It was noted that there was an issue with the right ventricular (rv) lead's helix. Screwing the rv lead was impossible despite several attempts. A new lead was implanted successfully. There were no adverse patient consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece. Visual and x-ray examination of the lead found the helix was bent/damaged and clogged with blood/tissue and the inner coil in the connector region was over torqued due to procedural damage. Unable to perform helix mechanism/extension length test due to the condition of the helix as received. The cause of the reported event was due to the over torqued inner coil in the connector region, the helix clogged with blood/tissue and the bent/damaged helix as received.